Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient called into patient services complaining that the device site "had been warm to the touch for about a year and it [was] somewhat painful." It was further stated that the patient was concerned that one of the leads "came loose." The patient was encouraged to follow-up with their physician. The device remains in use. No known patient complications have been reported as a result of this event.